Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's blood glucose level was 161 mg/dl. Customer's sensor glucose reading was below 60 mg/dl and their threshold suspend limit was 60 mg/dl. Customer stated that the sensor came out and it was normal. Customer stated that there was a minor curve on the sensor and it was very white looking. Sensor will be replaced. No further assistance needed.